Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code 12 and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was in warranty and planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and return of problematic pump within specified time frame, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.